Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, the customer was unsure of the suspected cause of the low bg level. To treat the low bg, the customer consumed sugared treats. Recommendation was made to consult with health care provider regarding diabetes management.